Manufacturer narrative:
Investigation: investigators ruled out foreign matter originating from the manufacturing process. They examined personnel training, production procedures, material inspections, and environmental factors. Findings: the foreign object likely came from a damaged self-adhesive card sleeve used in the catheter inspection area. Over time, pieces of the aging sleeve detached and may have accidentally adhered to a catheter. Root cause: the workshop failed to replace the damaged self-adhesive card sleeve on time, allowing aging fragments to fall off and mix into the production environment, eventually adhering to a catheter. Corrective action: the workshop will inspect and replace worn adhesive sleeves to prevent similar issues. The corrective action plan was finalized on april 30, 2025. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, (B)(4). Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user reported he has been using cure catheters for a few years now. He says that with x1 catheter in his box, he felt an intense pain with catheter insertion as well as with catheter removal. It was after he catheterized that he noted a piece of what looks like adhesive, stuck on the catheter tip going up 3-4 inches. He did not see any bleeding post catheterization. Currently, he has no pain. No additional information was provided.